Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test. Unit functioned properly, motor passed motor test and no motor error alarm noted. Unit received with intermittent button response due to corroded key pad traces. No button error alarm. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during bolus and a button error alarm. The customer's blood glucose was 347 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with bolus wizard. The customer stated that they were not able to recall when the button error alarm occurred. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.